Manufacturer narrative:
Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of all strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding tissue/organs. The patient reported becoming aware of perforation o the ivc and organs approximately two years and seven months post implant. The patient also reports shortness of breath, stomach pain, groin pain, chest pain, anxiety, nausea and vomiting. According to the medical records the indication for the filter placement was pulmonary embolism and the need to discontinue anticoagulation therapy. The patient was put under general anesthesia due to a bowel obstruction and out of concern for aspiration. The filter was place via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well without complication. The images of a computed tomography (CT) scan done approximately one year after the index procedure and submitted to outside review approximately one year and eight months post implant, were reviewed. Findings noted multiple struts perforating the ivc, all of the filter struts perforate the ivc up to 5 mm. One anterior strut perforates the wall at 4 mm and contacts a lymph node, two medial and one posterior strut perforate the wall at 4 mm and reside within the soft tissues. Two lateral struts perforate the ivc wall 5 mm and reside within the soft tissues. There is currently no additional information available for review. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported perforation into surrounding tissues/organs could not be confirmed or further clarified. Shortness of breath, stomach, groin and chest pain, anxiety, nausea and vomiting do not represent a device malfunction and may be related to underlying patient specific issues, this patient has a history of a bowel obstruction, not further clarified. There is nothing in the limited information provided for review at this time, to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of all strut(s) outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism. The filter was deployed via right femoral vein. It was placed below the level of the renal veins. The patient tolerated the procedure well and there were no complications.   The results of computed tomography (CT) scans done approximately one year after the index procedure revealed that the there are multiple struts perforating the inferior vena cava (ivc). The superior end of the permanent ivc filter is at the l1-l2 interspace. The ivc filter is not tilted. All of the filter struts perforate the ivc up to 5 mm. One (1) anterior strut perforates the ivc wall 4 mm and contacts a lymph node. Two (2) medial struts perforate the ivc wall 4 mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 4 mm and resides within the soft tissues. Two (2) lateral struts perforate the ivc wall 5 mm and reside within the soft tissues. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the inferior vena cava and perforation of organs. The patient became aware of the reported events two years and seven months after the index procedure. The patient continues to experience shortness of breath, stomach pain, groin pain, chest pain, anxiety, nausea and vomiting.